Event description:
It was reported that during a bph prostate procedure at 170,92 joules, "significant diminished vaporization efficiency" as observed. The fiber was exchanged. The second fiber also exhibited "significant diminished vaporization efficiency" at 169,32 joules of usage. The procedure was completed by an alternate procedure (turp loop). "No injury" to the patient reported.